Event description:
Patient called to report right side "pain", "swelling", "hardening", "capsular contracture -baker grade unknown". Device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified, fold creases, wear abrasion, deformation, weight within specification. After autoclave cycle was identified, cloudy gel, voids between shell and gel. Based on the device analysis, the final assessment: was of no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, visibility/palpability, edema, and anxiety - product/procedure.

Event description:
Patient called to report right side "pain", "swelling", "hardening", "capsular contracture - baker grade unknown". The device remains implanted.